Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws were not closing when fired and the clips were not forming. Another device was used to complete the case. There were no consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.